Event description:
The customer stated the torque limiting driver and the 1/4" square 4mm driver stripped during a revision surgery when the doctor tried to remove one of the screws on l5. There was no injury to the patient but the surgery was delayed by 30 minutes due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.